Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305838 batch#: 2355492. It was reported that the bd needle eclipse 25x1-1/2 rb needle was clogged/blocked. The following information was provided by the initial reporter. Verbatim: event date: 8-7-2024 event location: xxxx event description: ¿while pa was completing a joint injection on a patient, the needle wouldn't allow the medicine to inject. She changed out needles to another new one and it did the same thing again. Needle 25 g x 1 1/2" bd eclipse needle lot 2355492 exp 12/31/2027¿ harm to team member or patient? No injury to my knowledge. Product name: itm-1150133 - needle safety 25g x 1.5 product ref: 305838 lot number: 2355492 bd customer account number: (B)(6). Actual product involved is not yet available for return.

Manufacturer narrative:
Investigation summary: 5 unused needles were received and tested by our quality team. The samples were tested by aspirating plunger while attached to syringe and injecting with both air and water. The needles presented no issues and the complaint of clogged needles could not be verified. The root cause cannot be determined without more information like the used needles. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Samples received.